Event description:
The customer reported that the insulin pump had a blank display. The customer stated that the device was working when she went to bed and the screen was blank at the time of call. Troubleshooting was performed and the display continued to be blank. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint on the interface board component.